Event description:
It was reported that a skin reaction had occurred. The sensor was inserted into the arm on (B)(6) 2025. The pediatric patient experienced a skin reaction characterized by itching, redness, inflammation, drainage, and infection under the entire patch area. The reaction occurred two days after the sensor was inserted into the arm. On (B)(6) 2025 the patient was evaluated by their healthcare provider (hcp), who diagnosed a skin infection and prescribed oral flucloxacillin to be taken four times daily. The patient reported that their blood glucose values appeared ¿a bit funky¿ following the infection; however, no specific diabetic symptoms or additional treatment were reported. There is no documentation of further medical intervention beyond the initial antibiotic treatment. At the time of the report, the patient was okay. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).